Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a teardrop-shaped clip was formed at the second or third firing. The clip was fed into the jaws properly before the event. There was no unexpected resistance in grasping the trigger and no unexpected noise. There was no torquing or twisting of the device present. The device did not clamp something hard. Another device was used to complete the case. There were no adverse consequences to the patient. The device was not fired after the event.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: is device being returned for analysis as event description says device is coming back, however, device availability says device was disposed of. Please clarify. Sorry it was input mistake. The device was disposed and no device will be returning.